Manufacturer narrative:
The reagent lot number was 811848. The expiration date was not provided. The field service engineer found plastic particles in the main pump filter. He cleaned the degasser, replaced the filter and the gear pump, and performed a decontamination of the entire system. Qc was performed and passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable troponin results from the cobas e 801 module. Patient 1 initial result was 0.0627 ng/ml, and the repeat result was 0.0104 ng/ml. The repeat result from another analyzer was 0.0080 ng/ml. Patient 2 initial result was 0.124 ng/ml, and the repeat result was 0.0105 ng/ml. The repeat result from another analyzer was 0.00881 ng/ml. Patient 3 initial result was 0.0117 ng/ml, and the repeat results were 0.00352 ng/ml, 0.00300 ng/ml, 0.00476 ng/ml, and 0.00468 ng/ml. Patient 4 initial result was 0.066 ng/ml, and the repeat result was 0.005 ng/ml. Patient 5 initial result was 0.124 ng/ml, and the repeat result was 0.0088 ng/ml. Refer to the medwatch with a1 patient identifier (B)(6) for an additional patient involved in this event.